Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after a week of intra-aortic balloon (iab) therapy, the iab failed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that this incident occurred on the previous shift and the physician wanted to know if there was any troubleshooting they could have done. They had switched over to using the fluid lumen. The customer did not know whether it had been a fiber optic sensor failure or unable to calibrate. They had plugged the sensor plug back into the pump which resulted in calibration and no sensor failure message. They then discussed switching back to the fluid lumen if one of the two typical types of failures in axillary balloons occurred again. There was no patient harm or adverse event reported.